Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: st. Jude medical swartz 8.5 french sl0 sheath (model# unknown, lot# unknown). Manufacturer's ref. No: pi1-1iv71dz.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the mapping phase, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Remainder of procedure was aborted. Patient was transferred to the operating room for a surgical intervention, sternotomy. Post-surgery, the patient was reported to be awake and in stable condition. Factors cited that may have contributed to the adverse event include the patient¿s anatomy, as there was a diverticulum on the roof. It was noted that high force (approximately 40 grams) was applied several times on this site. The perforation was visible during the surgical intervention. No transseptal puncture was performed, as the patient has a patent foramen ovale (pfo). Sheath used was a st. Jude medical swartz 8.5 french sl0. Generator was set on power control mode. Overall ablation time and last ablation cycle time at the site of injury were not reported, as no ablation was performed at the site of injury. Irrigated catheter flow was set at 2ml/min during mapping. Patient received anticoagulant (heparin) during the procedure. Activated clotting time was not measured, as the injury occurred near the beginning of the procedure. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Catheter was zeroed by the physician when the system prompted. There were no error messages observed on any bwi equipment during the procedure. Graph and vector force visualization features were used.